Manufacturer narrative:
(B)(4). The device was returned for evaluation and visually and functionally tested pursuant to (B)(4). The device was returned for a malfunction with the articulation lock slider. Despite the complaint, the clip was able to be deployed successfully. The device passed all inspection criteria during evaluation by engineering.

Event description:
During a mini maze procedure, the surgeon was able to effectively place the clip so that patient outcome was not affected but while trying to deploy the clip, the orange pull tab released and broke off of the wires. The surgeon then had to use a clamp to pull the wires from the device to deploy the clip. This device also locked up on the surgeon while trying to remove the device. The surgeon was eventually able to release the locking mechanism after forcefully pushing on it to get it to release and removed it from the patient.